Manufacturer narrative:
Advanced bionics reportedly considers the investigation into this reportable event as closed. The recipient is reportedly doing well and has resumed device use. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient presented with redness and soreness. The recipient was prescribed bactroban twice a day for 7 days.